Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine and developed inflammation in the left cheekbone the day after the injection. The patient was treated with prednisone 30 mg, ciprofloxacin 500 mg 1 every 12 hours for 7 days. The symptoms were resolved 3 days after onset.